Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that the customer was receiving no delivery alarms while delivering a bolus. The customer's blood glucose was 400 mg/dl. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime, and the customer stated that the insulin did exit. Advised customer to remove the infusion set and examine the cannula. The customer stated that the cannula was not bent but may have been occluded. Advised customer to change the entire infusion set and return her infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.